Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while using the mobile power unit (mpu) (serial number (B)(6)) was confirmed via log file analysis. The log file captured low power hazard, and power cable disconnect alarms active from the beginning of the log file; the onset of these alarms was not captured in the data capture. The low power hazard and power cable disconnect alarms progressed to activate a no external power alarm. This sequence of alarms appears consistent with a loss of alternating current (ac) power, as the bus voltage and relative state of charge (rsoc) associated with both power cables steadily decreased. The backup battery activated as intended and provided power to the pump while the system controller was not connected to external power. Ac power was eventually restored to a mobile power unit (mpu) and the no external power alarm condition cleared, leaving the only controller clock corrupt alarm active. Two similar instances of no external power alarms appearing consistent with a loss of ac power to a mpu were captured on 02jan2000 per the timestamp. In each instance, the backup battery activated as intended and provided power to the pump while the system controller was not connected to external power, and the no external power alarm was resolved upon ac power being restored to the mpu. The pump otherwise operated as intended within the expected speed range throughout the data capture. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient system controller date/time was not set and was showing (hoping to be false, according to the site) pump stop alarms. Upon interrogation, the correct date and time was set and there was no alarm seen. There were only low voltage and no external power alarms. The log file did not capture the reported pump stop as the log file has been overwritten by newer incoming data. Both the periodic and event log files captured system controller clock corrupt events. The log file captured several no external power alarm(s) and multiple other associated alarm types on unknown dates. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The no external power alarms occurred on mpu and not when it was attempted to go from battery to mpu. The pump stopped with the date on the tablet being 1/1/200 up to 1/3/2000 could not be determined as the system controller was not operating once a total loss of power occurs. The time between the total loss of power when the pump stopped and system controller stopped and when the system controller was powered back up cannot be determined. After the power was restored to the system controller the clock started running again and can be confirmed that the system controller was powered back up on (B)(6) 2026. The cause of the alarms/events identified to be due to pump was off and was resolved when the emergency medical services (ems) placed patient on fully charged batteries.